Manufacturer narrative:
Correlation study cannot be performed since data provided is from separate days. If the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to the changes in the status of the pt. No further investigation is required. End-user reported precision discrepant results. Investigation revealed the discrepant results were compared data from two different days. If the time elapsed, exceeds three hours, there is a high possibility that the discrepancies are due to the changes in the status of the pt. Info was provided to end-user. No further action is required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio meter versus another meter. Pt was tested on inratio meter and got a 1.6; the next day, the pt was tested on another meter and got a 3.3.